Event description:
The consumer reported the thermometer was reading inaccurately. She is alleging the inaccurate reading was the cause of her son having a seizure which required a visit to the emergency room. We have sent a pre-paid label to the consumer for the return of the product for evaluation.